Event description:
It was reported that the syringe 0.3ml 30ga 8mm 7bag 420cas jp hub detached during use when the shield was removed. The following information was provided by the initial reporter, translated from japanese to english: "when removed the shield, hub was detached too."

Manufacturer narrative:
Investigation summary: customer returned photos of a 3/10cc syringe. Customer states that when the shield was removed, the hub detached. The attached photos were examined and exhibited the hub-nee/shield assembly slightly separated from the barrel. Unable to perform DHR check due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 05aug2019, holdrege received a photo. A visual evaluation of photos found (1) syringe with the assembly attached to it. There is a gap between the barrel and the needle assembly. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries could not be looked at as no lot number was given. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. "

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 0.3 ml 30ga 8 mm 7bag 420cas jp hub detached during use when the shield was removed. The following information was provided by the initial reporter, translated from japanese to english: "when removed the shield, hub was detached too."